Event description:
The patient ((B)(6)) has an scs system which includes two leads from the same lot. It was reported the patient was no longer receiving stimulation. Diagnostic testing revealed high impedance values on all but one contact. Reprogramming restored stimulation; however, effective therapy could not be achieved. It was confirmed that communication could be established between the ipg and the patient programmer. The physician plans to test the scs leads intra-operatively to determine the next course of action. Surgical intervention will take place at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.